Event description:
It was reported during a PICC placement procedure at the PICC catheterization room of the hospital, staff noticed during the seldinger maneuver that the tip of the guidewire was noticeably thicker than usual and could not pass through the puncture needle. The procedure proceeded smoothly after switching to a spare sheath. No further information was provided. (B)(6) 2026 it was found during an investigation there were misaligned coils at both the proximal and distal ends of the guidewire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult guidewire advancement through an introducer needle is confirmed, but the root cause could not be determined. One stainless steel guidewire was returned for evaluation.an initial visual observation showed blood residues along the returned guidewire. Deformation along the guidewire was observed at both the proximal and distal end of the device. A microscopic observation revealed the proximal end of the guidewire to have misaligned coils at the weld tip. A microscopic observation of the distal end of the guidewire showed a misaligned/kinked coil along the guidewire. A functional test of attempting to insert the guidewire into a non-complainant 21 ga introducer needle revealed the guidewire would not advance through the non-complainant introducer needle. The root cause of the misaligned coils which led to difficulty passing the guidewire through the introducer needle could not be determined; however, possible causes of failure include damage to the guidewire by pulling the guidewire against a sharp object or needle bevel, failure during the manufacture of the product, or other unknown causes.this complaint will be recorded for future trending and monitoring purposes.